Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that lead could not be implanted because patient got exudation during procedure. Patient was stable. Later, a new lead was implanted on (B)(6) 2016. Patient was fine.